Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a: a0709, a1801, a0404 annex b: b01 annex c: c16, c23, c070606 annex d: d0301, d02 annex g: g0301204, g04037, g04067, g0301201

Event description:
It was reported that the device had failed patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion test. There was no patient involvement.